Event description:
Healthcare professional reported left side "pain and device completely broken". Healthcare professional later reported "small ground-glass halo measuring around 7 mm in the anterior segment of the lul, which is likely inflammatory in nature. Some enlarged lymph nodes present in the hilar-mediastinal region and the axillae bilaterally, which appear to be reactive discontinuity of the capsule of the left implant" device has been explanted and replaced by a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles in the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional h6: f1905. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side "pain and device completely broken". Healthcare professional later reported "small ground-glass halo measuring around 7 mm in the anterior segment of the lul, which is likely inflammatory in nature. Some enlarged lymph nodes present in the hilar-mediastinal region and the axillae bilaterally, which appear to be reactive. Discontinuity of the capsule of the left implant." Device has been explanted and replaced by a non-allergan device.